Event description:
It was reported that the user found the syringe gasket was deformed prior to use.

Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation verified that syringe's gasket was deformed. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[shape, configuration and principles] bard®silver lubri-sil®foley tray consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. Syringe prefilled with sterile water."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found the syringe gasket was deformed prior to use.